Event description:
It was reported that cartridges were leaking at the septum. Reportedly, the customer continued to use the cartridges within the pump. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.